Manufacturer narrative:
E3 - occupation: assistant professor of pediatrics- (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an 8.5 french fuhrman pleural/pneumopericardial catheter was twisting and kinking while in use for an active toddler. This was a series of events with a single patient who was an active toddler (therefore, at higher risk for chest kinking/twisting/obstructing). Based on underlying physiology, the child became rapidly and severely symptomatic when the chest tube was even briefly occluded. The device was secured with gauze and a medical adhesive device overlying the insertion site, with additional tape securing the device lower on the abdomen/ flank. This issue happened several times for this patient. Therefore, the fuhrman catheter was removed, and a larger, stiffer, non-pigtail chest tube (surgical chest tube) was inserted. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
Additional information was provided 23feb2026 regarding the series of events that occurred with this patient. On (B)(6) 2025, the child presented to the emergency department with a pneumothorax, and an 8.5 french fuhrman chest tube was placed by pediatric surgery. The patient was admitted to the pediatric intensive care unit (picu) the same day. On (B)(6) 2025, the patient was stable and transferred to the acute care unit. On (B)(6) 2025, the chest tube dressing was resecured due to an ongoing air leak attributed to the patient¿s underlying lung disease, not a malfunction of the tube itself. On (B)(6) 2025, at approximately 1200, the patient complained of pain at the tube site. Upon inspection, tension was found on the tube and the stitch; the dressing was replaced. It was noted that the chest tube was twisted and kinked at the distal end just proximal to the connector site. An occlusive dressing was applied and the tube was untwisted. Later that day, at around 1500, the patient became tachypneic, tachycardic, and less responsive. The tube was manipulated, resulting in a gush of air, after which the patient became more responsive. The patient was transferred back to the picu. Overnight, a chest CT (computed tomography) scan was obtained, which demonstrated severe lung disease. On (B)(6) 2025, the fuhrman catheter was removed, and a 16 french chest tube from an unknown manufacturer was inserted by pediatric surgery. Despite the new, larger chest tube, the patient clinically decompensated on (B)(6) 2025 and was transferred to another facility, where they underwent surgery and the unknown chest tube was replaced.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3, b5, b7, d6. Correction: h6 - annex e and annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.